Event description:
It was reported that the system was explanted due to infection. The cause of infection was unknown. There was vegetation on the right ventricular lead. A new system was implanted on (B)(6) 2018. Patient was stable throughout.

Manufacturer narrative:
Analysis was normal. No anomalies were found.